Event description:
The procedure was coil embolization of type ii endoleak that originated from internal iliac artery to distal branches. The characteristic of the vessel was moderately calcified and heavily tortuous. Access was obtained from femoral artery. During the procedure, the physician could not detach a cashmere (crc140512-30/g15996, complaint product) using an unspecified cable. System ready light did not illuminate at that time. When he replaced the cashmere for a new one, he was able to detach it using the same cable. It is unknown how many times the detachment button pressed. Pre-deployment electrical check was performed and no issues noted. It was 9th coil to be placed and other 8 coils were successfully placed using the same cable. The procedure was completed without any further issues and no patient injury was reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. The complaint product is going to be returned for evaluation. No additional information was available.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization of a type ii endoleak the 5 mm x 12 cashmere 14 cerecyte microcoil (crc140512-30/g15996) could not be detached. The system ready light did not illuminate at that time. The coil was withdrawn without any stretching or unintended detachment during the process of withdrawal. The coil was replaced for a new one which was able to be detached using the same cable. The type ii endoleak originated from internal iliac artery to distal branches. The vessel was moderately calcified and heavily tortuous. Femoral artery access was utilized. Advancement of the cashmere coil was smooth through the progreat/terumo microcatheter. No repositioning was required once implanted at the target site. It is unknown how many times the detachment button pressed. Pre-deployment electrical check was performed and no issues noted. It was 9th coil to be placed and other 8 coils were successfully placed using the same cable. The procedure was completed without any further issues and no patient injury was reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. No additional information was available. The coil was returned damaged and entangled. Note that the heat sealed plastic encased the distal end of the dpu containing the resistive heating coil section. The coil's socket ring has been pushed down under the pet angle ring/outer sheath. The detachment fiber did not receive heat and melt. The most likely root cause of the coil passing the pre-deployment electrical test, but failing to detach inside the aneurysm was due to a fractured solder joint inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. It is possible that the tortuous vessel characteristics may have contributed. Without the return of the complete detachment system used in the procedure it cannot be determined if these components had any additional contributions to the complaint event; however, it was reported that the next cable was used successfully with subsequent coils. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No definitive conclusion can be made; therefore, no corrective actions will be taken at this time.